Event description:
It was reported that the patient presented for follow up. Upon interrogation, the atrial lead exhibited sensing anomaly. The device was programmed to vvi. There were no adverse consequences to the patient.